Event description:
Patient had abdominal perineal resection/proctectomy on (B)(6) 2019. Post-op, overnight serosanguinous drainage was noted and dressing changed. Dressing was again and a loop of small bowel was visible between the staples in the mid-portion of the wound. Patient taken back to surgery for closure of abdominal wall. Repair surgery: staples removed, fascial dehiscence in the lower aspect of the midline incision easily identified. All knots were intact from anchoring in the cephalad and caudad aspects, it appeared the suture itself had been sheared which led to the dehiscence. Suture material removed, abdomen irrigated; no bleeding noted. The fascia was re-approximated with a running #1 pds suture. Area irrigated and cauterized. Skin staples used to close the incision again. No further problems noted. Initial surgery: an alexis wound protector was put in place, rectal dissection began on left proximal lateral stalk. Ligasure was used to the level of the waiters. Right lateral communicate the planes of dissection the mesentery was dissected down to about 2 cm from the anal verge. ( patient's pelvis was narrow making it difficult to maneuver in the pelvis). A 15f blake drain placed down to pelvis after the left lateral abdominal wall. Midline incision was closed with running #1 pds suture. Subcutaneous tissues were irrigated and cauterized. Skin staples used to close the incision. Sterile dressing applied. Perineum scored circumferentially around the anus and began dissection to communicate this back into the abdomen. When procedure completed, the perineal wound was closed by approximating in multiple layers with interrupted 2-0 and 3-0 vicryl sutures. Sterile dressing applied and patient transferred to pacu in stable condition. Ref MFR report # 2210968-2019-82103. Triage unit sequence #: (B)(4).